Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil was protruding from uterine fundus into abdominal cavity'), device dislocation ('device migration/malposition of essure in the uterine fundus/ right essure coil could not be visualized') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, pelvic pain, abdominal pain, back pain, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: trailing coils: right- 4, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: test failure to occlude, malposition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: medical record received. Event added: left essure coil was protruding from uterine fundus into abdominal cavity. Reporters information, concomitant drug, and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil was protruding from uterine fundus into abdominal cavity'), device dislocation ('device migration/malposition of essure in the uterine fundus/ right essure coil could not be visualized') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: trailing coils: right- 4, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: test failure to occlude, malposition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/malposition of essure in the uterine fundus') and pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic pain, abdominal pain, back pain, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: test failure to occlude, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury to herself was replaced with new events- device migration/malposition of essure in the uterine fundus, pelvic inflammatory disease, pelvic pain female, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding) and vaginal discharge were added. Updated suspect drug indication. Reporter and patient demography added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left essure coil was protruding from uterine fundus into abdominal cavity'), device dislocation ('device migration/malposition of essure in the uterine fundus/ right essure coil could not be visualized') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic inflammatory disease, pelvic pain, abdominal pain, back pain, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: trailing coils: right- 4, left- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: test failure to occlude, malposition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, pid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.